Manufacturer narrative:
(B)(4).

Event description:
It was reported upon device interrogation, high impedance and noise were noted on the rv lead, as well as suspected rv lead fracture (x-rays did not confirm any anomalies). The issue resulted in the patient not feeling well for a short period of time due to over sensing. The lead was capped and a new lead and pacemaker were implanted.